Event description:
The patient came in for a treatment of an aneurysm. After the microcatheter was positioned, the physician advanced the coil, but the basket shaping result was not satisfactory, so he withdrew the coil and released again to detach the coil. After detachment, the physician withdrew the delivery guidewire and found the coil was stretched, so he withdrew the coil and the microcatheter together. The coil was replaced to complete the procedure.

Manufacturer narrative:
A non-sterile orbit helical fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received unzipped and no damages were noted on it. The support coil and gripper were found outside of the introducer and no damages were noted on them, the embolic coil was received separated of the device and it was found kinked/stretched. The gripper and embolic coil were inspected under microscope the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "positioning difficulty" could not be evaluated. The failure reported by the costumer as "coil- unraveled/stretched" was confirmed. The cause of the kinks found on the device and the conditions of the embolic coil could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per (B)(4) that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of a posterior communicating (pcom) aneurysm the basket shaping result while placing the 3x6 orbit helical fill coil was not satisfactory so the coil was withdrawn and deployed again followed by detachment. After detachment the delivery wire was withdrawn and it was noted that the coil was stretched. Therefore, the coil and prowler 14 microcatheter were withdrawn together. The entire coil was removed from the patient without any additional intervention required to retrieve it. Another coil was then used to complete the procedure. With follow-up investigation in order to clarify the event it was reported that there was not a failure to detach as intended and the coil did not break or separate or prematurely detach. An adequate continuous flush was maintained through the microcatheter and there was no resistance/friction during delivery of the coil through the microcatheter, during repositioning, or during withdrawal of the coil. The coil was not positioned at a relatively sharp angle to the microcatheter during placement, repositioning, or withdrawal. A non-sterile orbit helical fill 3x6 coil system was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received unzipped and no damages were noted on it. The support coil and gripper were found outside of the introducer and no damages were noted on them, the embolic coil was received separated from the device and it was found kinked/stretched. The gripper and embolic coil were inspected under microscope the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reporting difficulty positioning in the basket shape could not be evaluated due the condition of the returned coil. However, the 637hf0306 orbit is a helical fill and not a complex basket shaped coil. Therefore, it is likely that aneurysm characteristics and device size/shape selection contributed to this event. The reported unraveled/stretched coil was confirmed. The cause of the kinks found on the device and the conditions of the embolic coil could not be conclusively determined either with the analysis or based on the provided information. It appears that manipulation of the coil may have been a contributing factor. With review of the analysis and device history record review there is no indication of a relationship to the manufacturing process. Additionally inspections are in place to prevent these types of damages from leaving the facility. Therefore, no corrective action will be taken at this time. Evaluation summary attached.